Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm noted. The insulin pump was unable to verify failed battery test alarm due to unresponsive buttons. The insulin pump received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a button error alarm and keypad anomaly. Customer was advised that insulin pump would need to be replaced.